Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl) and 246 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Valid quality control tests had not been performed on the system (pt had wrong control solution for strip type). Technical support requested the return of the suspect product and replacement product was shipped.